Manufacturer narrative:
Based on the investigation, the device was not returned for analysis and there were no ncprs associated with the product return for this specific complaint. This investigation is considered as a no product return. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or sustained; therefore, no escalation to ncep, cpa, or scar is required.

Event description:
It was reported that the patient underwent a revision procedure due to an infection in the general scrotal area near the site of incision, the symptoms began around 2-3 weeks prior to the revision procedure and was diagnosed on (B)(6) 2020 with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir were explanted, the infected site was thoroughly washed out with an antibiotic solution and a malleable penile prosthesis was implanted. The physician is unable to determine what the cause of the infection was. The patient is expected to fully recover.